Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. At the visit on site, the field service engineer (fse) could not find any problem. Fse verified the flap thickness with pmma cuts. The system was successfully verified according to company specifications. The pmma cuts were also verified by laser company and could confirm that there is no indication of a product malfunction. There is no indication that a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to the thin flap may be movement of the patient, improper docking and/or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information was received. Clinical applications specialist found that flaps were a little bit thicker than expected. Surgeon stated flaps were thinner than planned. Flap thickness started at 110 microns and was changed to 130 microns.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete flap or thinner flap during a refractive procedure on a patient's right eye. The issue occurred by tearing on the same axis. No patient impact was reported as of now. Surgeon took special measures to increase the flap thickness to increase safety margins.